Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a stroke unrelated to diabetes but also experienced high blood glucose levels. The blood glucose reading was 422 mg/dl. The customer complained of nausea and was treated with manual injection. Upon troubleshooting, it was found that the insulin pump passed the self test, but the customer's husband found a leak. The customer's husband stated that his wife had been off the insulin pump therapy for 2 weeks and just reconnected the day prior to the call. Unable to continue troubleshooting; advised customer's husband that a tubing clamp would be sent to continue troubleshoot. Nothing further reported.